Event description:
An open surgery on the thoracic spine for stabilization of t3 to t5, bridging t4, with intended placement of 4 vertebra screws bilateral for fixation (at t3 and t5), was performed with the aid of the display by the brainlab navigation software spine & trauma 3d nav 2.0. From an intra-operative c-arm scan, the surgeon discovered that 2 of the 4 k-wires placed with the aid of navigation deviated from its intended position (at left t5 and left t3, deviating medial by 2-3 mm).

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a k-wire was placed in the patient's spine in a different position than desired with brainlab navigation involved, despite according to the hospital/surgeon (treating clinician): the deviation of 2 of the 4 k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and 1 k-wire was corrected to its intended position without navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no actual harm nor negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia prolong of 30 minutes, despite a direct (or increased) risk to harm a critical structure due to the deviating placements there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating k-wires at left t5 and left t3 (deviating medial by 2-3 mm) was: a not sufficiently accurate validation of the pre-calibrated drill guide by the user, not following the brainlab recommendations. Apparently, the resulting deviation between the display of the pre-calibrated drill guide in the navigation and the actual instrument position was not recognized by the user with the appropriate and necessary accuracy verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this user.